Event description:
It was reported that, "dr used inserter and mallet to insert stem, the inserter was deformed during stem insertion."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.